Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was moving into an opposite direction when it was controlled. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm horizon small clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was fully functional. No product issue was identified.